Event description:
It was reported that non-sustained ventricular oversensing due to myopotential oversensing was observed. The patient was asymptomatic. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.